Event description:
[Vanishpoint syringe] use for covid-19 under emergency use authorization (eua): plunger does not for accurate fill of syringe. When air removed, needle activated and dose wasted. FDA safety report ID # (B)(4).